Event description:
It was reported that a patient died. The patient was implanted on (B)(6) 2013. The patient had "coded" and was moved to the intensive care unit (ICU). Then the patient went into cardiac arrest and died on (B)(6) 2013. It was stated that the patient was "very high risk due to her co-morbidities." The details of the event were not known, but it appeared that the event was not related to the device. Further information has been requested. If more information becomes available, a follow up report will be sent.

Event description:
Additional information received reported that the cause of death was anoxic brain injury, secondary to cardiac arrest. It was stated that the cardiac arrest was not likely due to the stimulator. The death was likely secondary to renal failure, diabetes, arrhythmia, and pre-existing disease. No further information on the event was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 435135, serial# (B)(4), product type lead product ID 435135, serial# (B)(4), product type lead. (B)(4): the initial MDR was filed as MFR report # 3007566237-2013-00378. Additional review indicated the correct manufacturing site was site 3004209178. Additional review indicates the information in MFR report # 3007566237-2013-02021 pertains to this manufacturer¿s report. Any additional info will be reported in this report. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received has confirmed date of death as (B)(6), 2013.